Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that noise with oversensing was present on all three vectors of the subcutaneous implantable cardioverter defibrillator (s-ICD) system. The patient was hospitalized, and the s-ICD was turned off. It was determined that the electrode was fractured. Both the s-ICD and electrode were replaced. No additional adverse patient effects were reported. The s-ICD was returned for analysis.

Event description:
It was reported that noise with oversensing was present on all three vectors of the subcutaneous implantable cardioverter defibrillator (s-ICD) system. The patient was hospitalized, and the s-ICD was turned off. It was determined that the electrode was fractured. Both the s-ICD and electrode were replaced and are expected to be returned for analysis. No additional adverse patient effects were reported.